Manufacturer narrative:
(B)(4). The device was manufactured december 8, 2014 - december 9, 2014. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with 80 ml of fluorouracil (4 grams) in 140 ml of normal saline to a total fill volume of 220 ml. The expected flow rate was 5ml/hr, and the expected therapy time was 44 hours. After 44 hours of treatment, there was reported to be 120 ml of solution remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.